Event description:
It was reported that the aria implant was appropriately trialed prior to insertion, but while inserting the implant was not advancing; a mallet was used to remove the original implant and replaced with another implant. No adverse consequences were reported to the patient.

Manufacturer narrative:
Method: complaint history review; risk assessment; results: the device could not be identified because the product was not returned (discarded at hospital after setting aside for return). The avs aria cage breakage was confirmed based on the reported account from the sales representative. A device history review of the manufacturing records was not possible because the lot number is unknown. The majority of the investigations indicate the application of cantilever forces to the implant during insertion as the primary cause of cage breakage during impaction. User error and improper loading were also suggested as contributing factors/possible causes of cantilever loading. The surgical technique details proper implant/inserter assembly and impaction technique during insertion in an attempt to prevent inadvertent implant breakage during insertion. Conclusion: based on the history of this product failure, the location of the breakage, and the circumstances of use during which the breakage occurred, the most likely mechanistic explanation for the breakage is the application of excessive impaction force of the inserter during implant insertion.

Event description:
It was reported that the aria implant was appropriately trialed prior to insertion, but while inserting the implant was not advancing; a mallet was used to remove the original implant and replaced with another implant. No adverse consequences were reported to the patient.